Event description:
It was reported that the internal connection of the implant was damaged and the impression coping did not engage properly. 1 month after placing the crown over the implant. The implant had to be removed. Patient will return to place a new implant

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. It was reported that the internal connection of the implant was damaged at site 46, and the impression coping did not engage properly. One month after placing the crown over the implant. The implant had to be removed. Patient will return to place a new implant. Patient history and bone density unknown. Additional information was obtained on 21-may-2024, the clinician reported that a screw fractured inside the implant and damaged the internal connection of the implant. Zimvie received one (1) bopt5410, (3i t3 tapered implant 5/4 x 10mm) for evaluation. Visual evaluation was performed, the implant had signs of use. The implant was trephined. The drive feature was damaged. There was a fractured screw stuck inside the implant. DHR review was completed for the subject lot number 2022120053. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022120053 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selected an implant that was unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The drive feature was damaged/stripped. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.